Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the external devices. The sjm representative confirmed the issue. The patient reports he has not recharged his scs system for over a year. Surgical intervention may be pending to address this issue.